Manufacturer narrative:
B2.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. The cause of low bg was unknown. Subsequently, customer was hospitalized. Customer reportedly did not receive treatment as bg levels began to rise to normal levels. Reportedly, the customer was released the following with the issue resolved and no permanent damage. Pump data review by tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.